Manufacturer narrative:
(B)(4). The customer reported to have evaluated the ventilator, and was unable to duplicate the customer reported malfunction. The ventilator passed all testing and operates within the manufacturing specifications.

Event description:
It was reported that a ventilator touchscreen became unresponsive. It is unknown if there was patient involvement.